Event description:
Autosyringe set for a 30 cc syringe. A 60 cc syringe was actually used with pump. Infant received no medication for a three hour period. Patient was agitated at that time and required boluses of sedation. Not reported as possible medical device event, so no informationdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.